Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found a puncture in the exposed portion of the soft cannula which was observed to leak fluid. The exact cause and timing of the puncture could not be determined, and it could not be determined if the puncture contributed to the reported event. No other damages or defects were found that would contribute to a failure to deliver insulin. The pod data shows no timeouts, drive stalls or other abnormalities that would indicate struggle in the drive mechanism. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. The cause of the reported failure to deliver insulin could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 24-36 hours of pod wear on the arm. There were no issues noted with the pod at the time; the patient confirmed appropriate cannula insertion and no leakage or alarms were observed. No medical intervention was reported. The device was returned for investigation, and a damaged cannula was identified.